Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2017 into the patient's left eye. At the time of surgery, the iol was positioned at 89 degrees. On (B)(6) 2018, the iol axis was measured at 103 degrees. Therefore, there was an iol rotation of 14 degrees. No actions have been taken. It was reported that the patient is happy with the surgery and the outcome does not significantly interfere with activities of daily life. No additional information was provided to (B)(4).

Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.